Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a blank display on their insulin pump. She stated the issue occurred after receiving a battery alarm from the insulin pump. The customer's blood glucose was unknown. The customer stated the insulin pump was not dropped or bumped. The insulin pump also passed a self test. The customer was advised to monitor the insulin pump. No additional information provided.